Event description:
(B)(4l. ER abdominal pain, heavy bleeding, numbness in my legs, can't sit up in my bed for a long period of time, because I have dull like pain in my pelvic area, headache, lower back pains, cysts, I was treated for inflammation around my tubes.